Manufacturer narrative:
Lot number - the correct lot number is 2091611.

Manufacturer narrative:
(B)(4). Suspect positive bi. Catalog number - the correct catalog number is 14324-97. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 200 cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The subsequent bi result was negative. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 07/27/2016 to 12/15/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. There were no punctures on the plastic vial or tyvek® liner which could cause a false positive from external contamination. The media in the vial is purple which does not confirm the presence of growth; therefore, the suspect bi cannot be confirmed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. The assignable cause was likely due to user error due to subsequent incubation of the bi with a broken ampoule. The customer indicated there was reduced media in the ampoule after sterrad process. If this occurs, the instructions for use (IFU) state to reprocess the load with a new bi. A customer letter will be sent addressing the user error. The issue will continue to be tracked and trended.